Manufacturer narrative:
After further review, the initial report to patient ID (B)(6) was submitted with the wrong cfn/fei # (B)(4), which is not associated with the afx product line. Therefore, a corrective initial/final report will be submitted for patient ID (B)(6) with the appropriate cfn/fei # (B)(4). Please see MFR. Report # 2031527-2021-00195. This event per MFR. Report # 3008011247-2021-00026 is thus no longer reportable.

Event description:
The patient was initially implanted with a afx bifurcated stent graft and a vela suprarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial implant, during routine follow up the computed tomography scan identified caudal migration of the proximal afx graft > 10mm. No further information provided. Patient status was not reported. Note: this patient is part of a clinical study. Additional information: after further review, the initial report to patient ID (B)(6) was submitted with the wrong cfn/fei # (B)(4), which is not associated with the afx product line. Therefore, a corrective initial/final report will be submitted for patient ID (B)(6) with the appropriate cfn/fei # (B)(4). Please see MFR. Report # 2031527-2021-00195. This event per MFR. Report # 3008011247-2021-00026 is thus no longer reportable.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a afx bifurcated stent graft and a vela suprarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial implant, during routine follow up the computed tomography scan identified caudal migration of the proximal afx graft > 10mm. No further information provided. Patient status was not reported. Note: this patient is part of a clinical study.